Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error and no power alarm on their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states the pump was exposed to cat scan. The customer reports motor position encoder error alarm. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file over written. The insulin pump had normal operating currents and no unexpected no power alarm noted. The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.